Event description:
It was reported that the battery of this implantable cardioverter defibrillators (ICD) was suspected to be depleting prematurely as the battery decreased from 1.5 years remaining battery to eri in a 5 months time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to an advisory. The device was already explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Explant information received, type of report changed to serious injury. The returned implantable cardioverter defibrillators (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillators (ICD) was suspected to be depleting prematurely as the battery decreased from 1.5 years remaining battery to eri in a 5 months time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to an advisory. The device is malfunctioning, and should be explanted and returned for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
Explant information received, type of report changed to serious injury.

Event description:
It was reported that the battery of this implantable cardioverter defibrillators (ICD) was suspected to be depleting prematurely as the battery decreased from 1.5 years remaining battery to eri in a 5 months time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to an advisory. The device was already explanted and successfully replaced. No additional patient adverse effects were reported.